Event description:
I was diagnosed with sleep apnea around (B)(6) 2015 and then received my somnomed oral dental device around (B)(6) 2015. At first, I managed well and didn't have any problems with adherent or any pain. However, with the device, I had to continue to return to the dentist to get it adjusted so that the lower jaw is pulled out to the optimal position. This usually taken about 5 visits. I believe I was able to manage about 3 visits. Then one morning around (B)(6) 2016. I noticed that after using the device for one night, my lower jaw would not return to it's normal position. Usually my lower jaw would return to its normal position within 3 hours of waking up, but this time, my jaw was essentially dislocated up until lunch time. It was quite painful to get my jaw back into its normal position. This happened for about 2-3 days consecutively. I then visited the dentist to adjust the device backwards a bit, however, this issue with my jaw was not resolved. Now in (B)(6) 2016, my jaw still has alignment issues. When I open my jaw wide, my teeth do not come down properly and aligned, it takes some twisting and turning of my jaw to get it to the right position. My dentist told me after this happened that I may have had a predisposition to temporomandibular joint disorder; however, this was not communicated to me prior to obtaining my medical device.